Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-24129. The pt was implanted with two leads from the same lot number. It was reported the pt has experienced multiple falls, consequently, the pt does not have effective stimulation therapy. X-rays taken showed the pt's pns (off-label) leads have migrated out of position. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.